Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A fresenius field service technician (fst) reported a hemodialysis (hd) machine was pulled due to the blood pump rotor cutting the blood line to the patient. The patient was not harmed or injured during the issues and after the process. Blood loss was reported. The blood pump rotor was replaced and a mock treatment setup was run with the blood line and the biomedical technician (bmt) did not run into any issues afterwards. The hd machine passed all the treatment self-test three times along with a functional check. The hd machine completed vinegar and heat. Upon follow-up, the bmt stated during a patient's hemodialysis (hd) treatment the blood pump rotor tubing guide roller cut a hole in the blood pump tubing, causing a blood leak to occur. The bmt was unable to specify any issues noted with the rotor, as the rotor had been replaced by the fst. The bmt stated the blood pump rotor was replaced by the fst and the machine was placed back in service. Per bmt the rotor was not original to the machine and stated the machine had 25402 hours at the time of service. The bmt also stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) reported a hemodialysis (hd) machine was pulled due to the blood pump rotor cutting the blood line to the patient. The patient was not harmed or injured during the issues and after the process. Blood loss was reported. The blood pump rotor was replaced and a mock treatment setup was run with the blood line and the biomedical technician (bmt) did not run into any issues afterwards. The hd machine passed all the treatment self-test three times along with a functional check. The hd machine completed vinegar and heat. Upon follow-up, the bmt stated during a patient's hemodialysis (hd) treatment the blood pump rotor tubing guide roller cut a hole in the blood pump tubing, causing a blood leak to occur. The bmt was unable to specify any issues noted with the rotor, as the rotor had been replaced by the fst. The bmt stated the blood pump rotor was replaced by the fst and the machine was placed back in service. Per bmt the rotor was not original to the machine and stated the machine had 25402 hours at the time of service. The bmt also stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The bmt was unable to report how long into treatment the event occurred and stated treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.